Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the symptoms which the patient experienced at the time of the event included pain, chills and shaking. No troubleshooting was performed on the pump at the hospital, since staff did not know what to do. As previously reported, the patient recovered 3 days later, and per the reporter the patient had no issues since.

Event description:
It was reported the patient ¿might have¿ had withdrawal a couple weeks prior to this report date, which prompted an emergency room (ER) visit. A CT scan was then done to ¿check for infection¿ but reportedly the scan did not show anything. Three days later, the patient ¿snapped¿ out of it and ¿went back to normal.¿ it was stated the patient was not ¿adequately¿ trained on using the device. The pump was used to deliver baclofen at 75.02mg/day.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was also irritated and could not sit up. This device was now reported to deliver lioresal.